Event description:
Complainant alleged that during biomed testing, the device allowed an open air discharge and displayed "defib fault 77" and "bridge test failed" messages. Complainant indicated that there was no patient involvement in the reported malfunction.